Event description:
It was reported that this right atrial (ra) lead was dislodged. It was confirmed by a fluoroscopy. The physician decided to explant the lead and replace it. A new right atrial (ra) lead was successfully implanted. No additional adverse patient effects were reported.